Event description:
It was reported that patient stated his small tubing on his body got snagged on the shovel and pulled off of his body on (B)(6) 2025. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.